Event description:
Surgeon advised a prodisc-l polyethylene inlay, implanted at l4-l5 was noted to be backing out. Additional information indicates pt experienced a fall on his back. CT scan showed pars fracture and spondylolisthesis. Surgeon plans a posterior reduction and placement of pedicle screws. One of three reports for the same incident.

Manufacturer narrative:
This information was not provided during initial report nor on completed questionnaire received. Subject device currently remains in the pt. Investigation could not be concluded, no conclusion could be drawn. No device was returned for investigation. Review of manufacturing records will be requested.